Manufacturer narrative:
The product has been received by the manufacture and is currently being evaluated. The results are expected soon.

Event description:
The catheter was torn off during the procedure though the user would not pull the catheter. The user requests to know the followings about the catheter. On (B)(6) 2004 catheter break is distal to the cuff. Change to MDR reportable.